Manufacturer narrative:
Complaint investigation is confirmed. Visual inspection identified that the anchor of the suture anchor, biocomposite pushlock® 2.9 x 15.5mm, had broken. The tip of the rod was bent. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder stabilization surgery the anchor bent and broke right at the beginning during insertion. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.